Event description:
Further information was received which indicated that the suspect handheld computer was functioning as expected.

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event description. The previously submitted MDR inadvertently provided incorrect evaluation codes.

Event description:
Further information was received indicating that the battery of the programming computer worked properly but only cannot achieve 100% charge even when this was charged overnight.

Event description:
It was reported that the medical professional was experiencing difficulties communicating with generators. The difficulties were intermittent. Further information was later received indicating that the handheld computer's battery would not charge completely despite being in charge overnight. Attempts to obtain further information have been unsuccessful to date. No device has been returned to the manufacturer to date.